Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnatt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, it was noted that the lens came out of the injector too early, so the lens came into contact with the patient's eye, without any consequences. Unspecified back-up lens implanted. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.3. The manufacturer internal reference number is: (B)(4).